Event description:
Biocompatibles received a report from a physician via (B)(4) distributor regarding (B)(6)girl treated with debox (dc bead with doxorubicin) liver cancer (histology unk). Unfortunately the baby expired (cause unk) and the treating physician contacted the distributor because apparently high circulating levels of doxorubicin were found on autopsy.

Manufacturer narrative:
The device has not been sent to the manufacturer for evaluation. Dc bead loaded with doxorubicin was used in the treatment of this pt. The equivalent product lc bead is available in the USA, however, it is not indicated for use with drugs. This was an "off label use" of dc bead. Biocompatibles has acknowledged this information in the customer complaints system and is conducting an investigation into the alleged incident. Further information is required to fully understand the extent of this complaint/event, however, while further information pertaining to this incident is obtained, biocompatibles is reporting this event to the FDA. No corrective actions have been identified at this time as further information is sought to support the investigation and the initial verbal communication obtained from biocompatibles' distributor and customer.